Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported events are related to procedural complications, patient resistance or non-compliance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that after completion of a left transcarotid artery revascularization (tcar) procedure, the patient did not wake up from anesthesia. Imaging revealed thrombosis in the middle of the stent, and stent compression. Further internal image review indicated occlusion in the right internal carotid artery (rica), posterior wall compression by external calcium and extensive mural thrombus at the arch. The physician elected to explant the stent and perform carotid endarterectomy (cea) procedure. Additionally, the stent was 62% narrowed by north american symptomatic carotid endarterectomy trial (nascet) criteria. The physician elected to explant the stent and perform carotid endarterectomy (cea) procedure. At this time, it is unknown if the reported events are related to procedural complications, patient resistance or non-compliance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution.